Manufacturer narrative:
The device has not been received by verathon at this time; however, the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently and show green lines when the cable was flexed. No delay in the procedure, use of a back up device, or harm to the patient or user was reported.

Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable where they were unable to verify the reported issue. When the cable was connected to a test video monitor and blade, the monitor would show an image that was stable and clear with good color rendition. Since the customer received a replacement cable, the returned cable was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.